Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) recorded out of range right atrial (ra) pacing impedance measurements of 2049 ohms, exhibited by this atrial pace/sense lead. It was noted that the measurements had been slowly rising since implant. To date, there have been no reported adverse patient effects associated with this clinical observation. Additional information was received that this device was explanted during a lead revision because of increased outputs from high pacing thresholds and impedances. Expected battery depletion based on the elevated outputs. There were no adverse patient effects reported. A request for device return was sent.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
A technical services (ts) consultant recommended troubleshooting to look for noise on the lead, and that if noise was found, the lead integrity might be compromised or the issue could be due to lead dislodgement. It was noted that the patient would likely undergo a lead revision. Additional information was provided that the lead was still in service and the patient rarely used the lead. The decision was made to continue to monitor the patient without revising the lead at this time, and to revise the lead if needed during the patient's device changeout procedure in the future. As of today, the available information suggests this device and lead remain in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. The device was explanted however, it is unknown if the device will be available for return. This report will be updated should the device be returned and sent for analysis or if additional information becomes available.